Manufacturer narrative:
Updated fields- b4, d8, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the drive manifold and scroll compressor to resolve the issue. Function tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) made a strange noise while it was running with the simulator. There was no patient involvement.